Event description:
Alleged when pressing the hi/low function from the side rails, the function will be delayed and then will occasionally raise and lower on its own. He said his son is in the bed and there were no injuries.

Manufacturer narrative:
Corrosion was found on the control board and was cleaned to repair the bed.